Event description:
The customer called to complain that they had failed a cap survey dealing with the urine microalbumin / creatinine (ualb/creat) ratio test. Discordant ualb/creat ratio patient test results were reported. Microalbumin results were reported with the wrong units. There is no known report of patient intervention or adverse health consequence due to the discordant ualb/creat ratio results.

Manufacturer narrative:
A siemens field service engineer (fse) worked with the customer via telephone to review the reporting parameters for ualb, creat and the ualb/creat ratio test. Analysis of the instrument and instrument data indicate that the cause for the discordant ualb/creat ratio test results was due to the customer changing the ualb units in their lis. The ualb results are correctly reported in mg/dl in the centralink data manager and uploaded to the lis. The customer's lis was setup to report the ualb in ug/ml, but the conversion factor to support the lis reporting units was not factored into their formula. The customer is now running with the correct formula. The centralink is performing within specifications. No further evaluation of the device is required.